Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, a vitrectomy was performed to address the bleeding which had spread to the vitreous side. Subsequently, the intraocular pressure (iop) dropped to 20 mm hg, and visual acuity recovered to 1.0 and appeared to stabilize. The report noted that initially the patient was taking an antiplatelet medication, and reiterated that postoperatively the hyphema did not cease despite anterior chamber irrigation. The surgeon inquired on case specific questions and follow up was prompted.

Manufacturer narrative:
Additional information: b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, the patient's intraocular pressure is stable at around 20 mm hg.

Manufacturer narrative:
Additional information: b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient's visual acuity (va) in the left operative eye (os) was the same as the non-operative eye, with stable intraocular pressure which was lower than preoperatively, and no issues.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye (os) trabecular microbypass stent system procedure, the patient experienced a persistent intraoperative hyphema. Per report, the surgeon performed anterior chamber irrigation, and the condition "calmed down" and the procedure was completed. However, two (2) days postop, the hyphema was observed to be "up to half of the pupil" associated with intraocular pressure (iop) increase, and a second anterior chamber irrigation was performed with the bleeding remaining persistent. Reportedly, the hyphema gradually decreased by postop week two (2), with approximately one-quarter not yet absorbed, and the bleeding extending to the posterior surface of the intraocular lens (iol) and the vitreous side. The report noted that the patient is on antiplatelet agents and the surgeon believes that this is the cause of the event. The patient's status was described as intraocular pressure (iop) seems to "rise and fall", and the patient is on intravenous therapy for stabilization. The following additional information was received. Per report, an additional anterior chamber irrigation was performed during postop week three (3), and the iop decreased with medication. The report noted that the surgeon believes the increased bleeding occurred due to the immediate removal of the blood clot, and that the bleeding on the vitreous side will gradually be reabsorbed.